Event description:
The customer reported that the phoenix machine pulled 4 kgs of fluid off of pt in the first hour. Pt started to feel bad: pt started complaining of cramping, hypotension, dizziness and weakness. Target weight removal was 3.4 kgs. Treatment time when symptoms started was 1 hour and 15 minutes. Pt was weighed at the bedside when the symptoms were present. Pt was given replacement fluid. Treatment was restarted on a different machine and was terminated without incident. Pt discharged via ambulatory. Customer said that their biomedical was present and a line was disconnected and the machine was not holding pressures. Air was leaking into the system.